Manufacturer narrative:
Patient age was not provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated falsely depressed architect sodium when processing on the architect c8000 analyzer. ID (B)(6) generated sodium of 117 mmol/l but repeated 139 and 140 mmol/l. The account uses a sodium reference range of 135 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A ticket search by product lot found no other complaints for this issue. The trend review by list number found no adverse or non-statistical trends related to this issue. Review of ict sample diluent search results were reviewed for nonconformances over the previous 12 months and no nonconformances were found for this date range. The history log shows multiple sample aspiration errors (error code 3375) occurred during january 2018 and on the day of the issue. Error code 0550 cuvette washing not completed occurred 4 times during january and twice on the day of the issue. No errors occurred at the same time that the abnormal low results were tested. The maintenance log shows periodic maintenance was performed as required; however, the as-needed maintenance procedure 6052 wash cuvettes was not performed following any of the occurrences of error code 0550 as instructed in the architect operations manual. The architect system operations manual contains corrective actions for depressed results, erratic results, aspiration errors, and cuvette wash not completed errors. A system factor that may result in inaccurate results is the failure to allow cuvette washing to complete, resulting in dirty cuvettes and cuvette dryer tips. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer's issue due to potential sample handling issues as the issue was specific to 4 patient samples and no issues were reported for qc results for this assay. No product deficiency was identified.